Event description:
It was further reported that patient's presenting condition was stable angina (ccs-class ii). There was timi-3 flow noted pre procedure. The lesion in the proximal rca was de novo, type b1, visually 75% stenosed, with a length of 18mm and a reference vessel diameter of 3.0mm. It was treated with predilation using a 2.5x10mm balloon at 18atms. The 3.0x24mm taxus express2 stent was deployed at 18atm. Post dilation was not performed. The lesion in the mid rca was de novo, type b2, visually 90% stenosed, with a length of 30mm and a reference vessel diameter of 2.75mm. It was treated with predilation with a 2.5x10mm balloon at 12atms. The 2.75x32mm taxus express2 stent was implanted at 18atm. Post dilation was not performed. The lesion in the distal lcx was de novo, type b2, visually 90% stenosed, 30mm long with a reference vessel diameter of 2.5mm. It was treated with predilation with a 2.5x10mm balloon at 18atms. The 2.75x30mm taxus express2 stent was deployed at 10atm. Post dilation was performed with the previously used 2.5x10mm balloon inflated to 18atm. For all three lesions, visually, residual stenosis was 0% and timi-3 flow was maintained. The patient was discharged 3 days later without anginal symptoms on bayaspirin and patyuna.

Event description:
(B)(4). Same case as MFR ID#: 2134265-2010-04362, 2134265-2010-04364. It was reported that following a stenting treatment procedure, patient death occurred. There were 3 stents implanted at the index procedure. The first lesion was located in the proximal right coronary artery (rca) and was treated with placement of a 3.0x24mm taxus express2 stent. The second lesion was located in the mid rca and was treated with placement of a 2.75x32mm taxus express2 stent. The third lesion was located in the distal left circumflex (lcx) and was treated with placement of a 2.75x32mm taxus express2 stent. At 830 days post index procedure, the patient died at their home. The cause of death is unknown. Additional information has been requested but is not available.

Manufacturer narrative:
Device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4).